Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high pacing impedances out of range on this right ventricular (rv) lead. This rv lead is suspected to be fracture due to the type of exhibited noise signals. The plan is to continue to monitor, and the rv lead was reprogrammed. This rv lead remains in service. No adverse patient effects were reported.